Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Upon introduction of the ds into the patient¿s anatomy, it was noted to be upside down. During the procedure, at 80 percent while deploying the valve, the deployment button did not pop up and there was no hard stop or click sound heard with the deployment/resheath wheel. As a result, the valve was full deployed unintentionally and it was reported that the physician didn't accidentally push the button. The valve was observed to be implanted at an optimal depth of 4.5mm on the non-coronary cusp (ncc), and no adverse health consequences were reported. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition. The device was returned for investigation. Upon evaluation, the nose cone of the flexnav was observed to be detached.

Manufacturer narrative:
An event of deployment button issues was reported. Information from the field indicated that the deployment button did not trigger at 80% deployment. The flexnav was returned to abbott and the investigation found that all components, including deployment button were functional. The nose cone was returned fractured from the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and that the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of reported incidents could not be conclusively determined. It is possible user technique or procedural conditions contributed to the reported event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.